Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found no anomaly. The ¿lead functionality was acceptable.¿ analysis of the stylet found the ¿stylet wire was bent (new out of the box).¿

Event description:
It was reported that when the physician ¿was preparing the lead for implant and checking the lead prior to implant¿ that ¿when he placed (the lead) on a metal ruler, for measuring the depth stop, he noticed the tip had a bend in it.¿ the physician then spun the lead to inspect it further and noted it was ¿quite prominent.¿ the manufacturer representative in attendance at the time ¿confirmed¿ that ¿it looked bent on the end.¿ it was stated the ¿damaged was detected removing the lead¿ at the time of the procedure. The lead was replaced at the time of report with a new lead ¿which was straight and implanted without issue.¿ the issue was reportedly resolved with the replacement of the lead. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.